Event description:
There was no device failure malfunction reported. This pt was undergoing a coronary artery bypass graft (CABG) procedure. The ascending aorta measured 30mm in diameter on transesophageal echocardiography (tee). The surgeon placed double purse string sutures at the intended cannulation site at the junction of the ascending and transverse aorta. He passed the 23 fr direct aortic return cannula through a port in the left 1st intercostal space and inserted it into the ascending aorta. Cardiopulmonary bypass was initiated with normal flows and pressures. After injecting approx 10 ml of saline into the eac balloon, the balloon migrated distally and blood began to leak out of the posterior aspect of the aorta opposite to the cannulation site. The leak stopped after the surgeon deflated the eac. He placed a cannula in the femoral artery for arterial return and removed the direct aortic return cannula and the eac. A cardiologist evaluated the aorta using tee and saw no evidence for a dissection. The surgeon placed sutures to repair the posterior wall of the aorta. The pt was cooled to 25 dergees celsius and the planned lima to lad anastomosis was performed with the heart fibrillating. The pt recovered without further complications.